Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. Review of the activity log indicated the device patient impedance measurement was out of range. Evaluation of the pace/defib engine board showed the software revision was not compatible to the system software which supports the customer report. Records showed a software upgrade kit was sent to the customer's facility, but were uncertain why the mcu software was loaded onto the device but not for corresponding pd core software. The device was updated to the corresponding pd core software to the mcu version and all functions met specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device failed to discharge using the external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.